Event description:
Customer reported potential false positive troponin I (tni) results. Client tested whole blood pt samples on new lot w44514vb and 2 samples showed irreproducible positive tni results.

Event description:
Customer reported potential false positive troponin I (tni) results. Client tested whole blood pt samples on new lot w44514vb and 2 samples showed irreproducible positive tni results.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.